Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had data synchronization error. A technical support specialist (tss) checked station and confirmed med application was down. The station was then rebooted, after which med application resumed normal operation and all services were found to be running successfully. A review of the data synchronization logs showed no further errors, confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es service cfn data sync service had been stopped for more than 5 minutes, resulting in a service outage. However, there were no delays or adverse events or injuries reported based on this event.